Event description:
It was reported while using bd alaris pump module smartsite infusion set components separated. There was no report of patient impact. The following information was provided by the initial reporter: had patient getting an infusion last night and didn't seem like there was glue to hit male luer.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of lack of glue on the male luer resulting in a separation could not be verified due to the product not being returned for failure investigation. Device history record review for model 2426-0500 lot number 22063334 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2426-0500 lot number 22093318 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 2426-0500 lot number 22063208 was performed. The search showed no results. The material or lot combination is invalid. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported while using bd alaris pump module smartsite infusion set components separated. There was no report of patient impact. The following information was provided by the initial reporter: had patient getting an infusion last night and didn't seem like there was glue to hit male luer.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device lot #: 2206334 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device lot #: 22063208 was reported, however, this is not a lot # manufactured for the reported catalog #. Initial reporter name and address: address information was not able to be obtained, therefore, nj was used as a place holder. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.